Manufacturer narrative:
Investigation of returned guidewire revealed that its coil was elongated to approx. 35cm, however, the guidewire was in one unit up to distal end without separation. Core wire was found broken at approx. 7mm from tip end, microscopic observation revealed the trace of counterclockwise rotation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that the movement of the guidewire distal end might be restricted in the calcified cto lesion, where rotational manipulation to counterclockwise direction was continuously given, rotational force was accumulated to the core wire and resulted in the breakage of core wire. Along with removal the coil was elongated, but the guidewire could be successfully removed out without separation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction.

Event description:
Reportedly, subject guidewire was used in a long calcified cto lesion, after moderately prolonged manipulations, the guide wire tip (last 3-4mm) broke off. Guidewire was managed to be retrieved out in an unraveled wrapped condition from the vessel. Tip of the guidewire stayed connected. There was no impact to the patient.

Manufacturer narrative:
(B)(4).